Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device along with external paddles and onestep cable were returned to zoll medical corporation.the customer's report was observed and attributed to an "open" at pin 16 to pin 5 within the onestep cable. The one-step cable was scrapped. The customer was advised to purchase a replacement one-step cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.